Event description:
Pt undergoing angiography of right lower extremity arterial circulation with percutaneous intervention to the right external iliac artery, right superficial femoral artery and popliteal artery with stents, arthrectomy and balloon angioplasty. During crossing of the stenosis in the right external iliac artery, the distal portion of the guidewire fractured (viperwire advance - model vpr-gw-ft14) 0.014", 335cm, lot 178869, exp 11/30/2018 manufactured by csi) and lodged in the calcified area of the vessel. After performing atherectomy and angioplasty, to the vessel, a snare was utilized to remove the dislodged tip from the vessel. Fluoroscopic images revealed complete removal of tip. Guidewire/tip and packaging retained. Pt suffered no adverse event from this event. Was discharged home next day without issue.